Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the nurses were unable to access or override the patient medication doors in the pyxis tower. A technical support specialist verified that the customer contacted and informed that the issue had been resolved from their end. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis medstation system, nurses were not able to access or override the patient medication doors in the tower. This issue affected several stations, including hh-srg6-1, hh-5wjp, and hh-rehab. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.